Manufacturer narrative:
Patient medication's - aspirin, carvedilol, simvastatin, multivitamin, losartan, lasix. (B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, a distal type I endoleak was identified on a contralateral leg component 11492420/11492420 (patients left side). Aneurysm enlargement of .4mm was reported. It was reported disease progression caused the endoleak. On the same day, the patient was implanted with a contralateral leg component to extend distally to treat the distal endoleak. It was reported the endoleak was resolved and the patient tolerated the procedure.